Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission and revealed the pulse generator exhibited backup vvi operation. The patient was brought into clinic for further troubleshooting. A device software download was performed successfully.